Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 31-year-old female patient who had essure (batch no. 846828) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included uterine dilation and curettage in 2004, libido decreased in 2004, vaginal discharge in 2004, drug abuse, pregnancy, multigravida, miscarriage (miscarriage 2004), parity 5, migraine and vulvovaginal pain. Previously administered products included for prevent pregnancy: iud nos from 2005 to 2007; for an unreported indication: prenatal vitamin from (B)(6) 2010 to (B)(6) 2010. Concomitant products included ibuprofen since 2011. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(4) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On 1-(B)(6) 2012, the patient experienced rash ("rashes"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), stress urinary incontinence ("stress urinary incontinence"), cystitis ("infection (bladder)"), urinary tract infection ("infection ( urinary tract)"), vaginal infection ("infection (vaginal)"), skin disorder ("skin conditions"), tooth disorder ("dental problems"), vertigo ("vertigo") and abdominal pain ("abdominal area pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, stress urinary incontinence, weight increased, vaginal haemorrhage, heavy menstrual bleeding, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, migraine, headache, tooth disorder, vertigo, anxiety, depression, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, rash, skin disorder, stress urinary incontinence, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vertigo and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. She did not remove essure device. She was currently planning for essure removal. 2-3 coils were noted outside each tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: mr received. Reporter information, medical history added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a (B)(6) year-old female patient who had essure (batch no. 846828) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included uterine dilation and curettage in 2004. Previously administered products included for prevent pregnancy: iud nos from 2005 to 2007; for an unreported indication: prenatal vitamin from (B)(6) 2010 to (B)(6) 2010. Concomitant products included ibuprofen since 2011. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced rash ("rashes"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), stress urinary incontinence ("stress urinary incontinence"), cystitis ("infection (bladder)"), urinary tract infection ("infection ( urinary tract)"), vaginal infection ("infection (vaginal)"), skin disorder ("skin conditions"), tooth disorder ("dental problems"), vertigo ("vertigo") and abdominal pain ("abdominal area pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, stress urinary incontinence, weight increased, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, rash, skin disorder, migraine, headache, tooth disorder, vertigo, anxiety, depression, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, skin disorder, stress urinary incontinence, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vertigo and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. She did not remove essure device. She was currently planning for essure removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-apr-2019: plaintiff fact sheet received. Events dysmenorrhea, dyspareunia & abdominal pain added. Historical & concomitant drug, event onset dates, patient, product & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.